Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a tear /cut in the tracheal tube cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
The caller stated that on (B)(6) 2016 the staff tested the tracheostomy tube and inflated the cuff prior in insertion. Once the patient was intubated the cuff would not inflate. The tube was removed. The caller stated there was no patient harm